Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an extractor pro retrieval balloon was used during a common bile duct stone removal procedure performed on (B)(6) 2021. During the procedure, when balloon deflation was performed, the air on one side of the balloon could not be removed and the balloon did not deflate evenly. The procedure was completed with a different device of the same model. No patient complications have been reported as a result of the event.

Manufacturer narrative:
Block d4: correction: model number: m00547020. Block h6: device code a1401 captures the reportable event of failure to deflate balloon. Block h10: the returned extractor pro retrieval balloon was analyzed, and a visual evaluation noted no damages to the catheter or balloon. A functional and microscopic evaluation noted that the balloon inflated without a problem and deflated unevenly but resumed its original shape. Dimensional inspection confirmed the balloon concentricity was within specification. No other problems with the device were noted. The reported event of failure to deflate the balloon was not confirmed. Evaluation of the balloon found no damages and confirmed it was within concentricity specification. When the balloon was deflated, it did not deflate evenly but, returned to its original shape and passed all concentricity measurements. Therefore the evaluation conclusion is "no problem detected" as the balloon passed all specifications and no problems with the device were noted. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an extractor pro retrieval balloon was used during a common bile duct stone removal procedure performed on december 08, 2021. During the procedure, when balloon deflation was performed, the air on one side of the balloon could not be removed and the balloon did not deflate evenly. The procedure was completed with a different device of the same model. No patient complications have been reported as a result of the event.